Event description:
A customer reported "bubble created during cutting" during surgery. The procedure was completed with no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
No sample were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the bubbles cannot be determined. (B)(4).